Manufacturer narrative:
The subject device was returned and evaluated. The module on the device was though to have been mechanically damaged by a user handling issue. This report is being supplemented to provide additional information provided by the customer: MFR report # 3002808148 - 2023 - 01495. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5: the event was described as a therapeutic laparoscopy procedure.

Event description:
The event was described as a therapeutic laparoscopy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d4 was corrected with information that was inadvertently omitted from the previous supplemental report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of communication error code e116 could not be determined. According to the service manual, error e116 indicates charge-coupled device unit failure where an image is not normally displayed. Error e116 may have been caused by a faulty central processing unit fan, faulty graphics processing unit fan, faulty memory module, faulty mother board, faulty power supply, or faulty solid-state drive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that a visera 4k uhd camera control unit exhibited a communication error code (e116) during an unspecified procedure. Procedure was continued with similar equipment. Procedure was prolonged for approximately three (3) minutes. There were no reports of patient harm or impact associated with the event.